Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. No phone number provided. Philips field service engineer (fse) could not duplicate this issue. The unit is ready for clinical use. The fse performed a full performance verification. Unit has passed all tests and returned to use.

Event description:
Customer reported unit alarms disconnect when on patient. No patient/user harm reported. Event date not specified; estimate used.